Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 allegedly due to pain. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.